Manufacturer narrative:
Product event summary: the full delivery system was returned. Analysis indicated that the sheath of the delivery system was damaged. The analyst noted that the micra device received with the delivery system. It seats in the device cup. Visual inspection found blood in device cup.there was the flat wires exposed at distance were observed.

Event description:
It was reported that prior to leadless implantable pulse generator (ipg) deployment, a tamponade was observed. This was observed after first contrast insufflation. The delivery system was removed and drainage was performed. No further patient complications have been reported as a result of this event.